Event description:
The reported description notes that the bedside monitor did not produce an audible alarm tone in response to a change in the patient's status. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not produce an audible alarm tone in response to a change in the patient's status. No patient harm was reported. There was a visual alarm alert and the audible and visual alarm was sent to the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.